Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit ii (beta hcg) results for two patient samples. Patient 1, initial beta hcg result was >10,000 miu/ml. The sample was auto- repeated by the analyzer using a 1:100 dilution and recovered 6,849 miu/ml. The customer repeated the sample on a cobas 6000 and recovered 9,448 miu/ml. This result was considered correct and was reported outside the laboratory. The customer repeated the sample on this elecsys 2010 rack analyzer three more times. He diluted the sample 1:10 and recovered 4,818 miu/ml. He diluted the sample 1:20 and recovered 3.78 miu/ml and diluted the sample 1:50 and recovered 5,273 miu/ml. Patient 2, initial beta hcg was 13,443 miu/ml when tested on the cobas 6000 analyzer. The customer repeated this sample four times on this elecsys 2010 rack analyzer using a 1:100 dilution and recovered 16.21 miu/ml, 10,036 miu/ml, 20.61 miu ml and 15.85 miu/ml. None of the beta hcg results for patient 2 were reported outside the laboratory. Neither patient was adversely affected by the event. The beta hcg reagent lot number was 15851502. The field service representative determined the cause was s/r tubing which failed. He replaced the tubing and performed instrument checks including performance tests which were acceptable.